Event description:
On (B)(6) 2012, a dentist mentioned to a field rep of 3m espe that three mdi implants broke during insertion and the fragments were removed in an additional surgery; this event occurred some time ago and specific details were not made available to 3m espe. After this, new implants were set and the pt is reportedly fine. The dentist is not willing or able to provide more info such as the date of event, pt data, or the exact type of implants.

Manufacturer narrative:
Methods, results and conclusions: the fragments of the fractured implant involved in this case were not returned to 3m espe for eval. An interview with the dentist and the order history of the doctor's office indicate that there's underlying a handling error. The dentist purchases pilot drills with small diameters. In bones with high density, use of a small diameter drill can lead to insufficient site preparation and subsequently lead to breakage of the mdi implants during insertion. The 3m espe surgical instructions describe the correct use of the pilot drills. Despite several attempts, it was not possible to gather more info because the dentist was not willing or able to provide more details. Based on the order history of the doctor's office it was deduced that the implants used were either (B)(4). For (B)(4) refer to MFR report # 3005174370-2012-00019